Event description:
The patient was undergoing phacoemulsification and intraocular lens (iol) placement. When retrieving the lens to be implanted from the supply room, the packaging for the lens was label unclearly. The patient needed a +3 power lens, and the provider inadvertently pulled a -3 power lens. While the team determined that the provider was unclear that there were two "types" of lenses for this brand (+ v -), the team identified that the packaging itself was printed in a way that would make a provider misread or mistake the lens. This report is being generated to alert the FDA of a packaging issue from a human factors point of view.